Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician was removing the stent delivery catheter and the occlusion balloon deflated unexpectedly. The device was replaced with another to complete the case.